Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is not working properly. It is unknown if there was a patient involved at the time of the event, however no health consequences or impact was reported.